Event description:
It was reported that the implantable cardioverter defibrillators (ICD) delivered one shock and one burst of anti-tachycardia pacing (atp) due to far-field oversensing on the ventricular channel. Technical services (ts) provided troubleshooting recommendations and the patient has been referred to another medical provider to discuss possible lead revision and or extraction in the future. At this time, the lead remains in-service. No adverse patient effects were reported. Additional information received indicated that this right ventricular (rv) lead had a fracture due to being crushed by the first rib bone and the clavicle. Subsequently a new rv lead was successfully implanted. No additional patient adverse events were reported. This lead is not expected to return for analysis.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient.